Event description:
The facility representative reported broken door #2 before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 30, 2007. Evaluation summary: a baxter service technician evaluated the pump on site. The reported condition was confirmed. The broken door assembly #2 was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.